Event description:
It was reported that the fragmentation basket broke during the procedure. Intervention was performed to remove the basket. There were no patient complications.

Manufacturer narrative:
Manufacturer control no. Dc97-931. The sample has been returned to arrow. Co's evaluation found that the basket separated due to fatigue failure at the torque cable. User technique can contribute to this failure mode.